Manufacturer narrative:
The device was returned for evaluation and found a damaged o-ring, material missing, and particles all over. Some particles are fiber-like. The particles all visible all over the outer needle shaft, around the port and around the irrigation sheath. There is damage to the side of the tip with material missing. Particles are visible all around the rim of the irrigation ports, and around the tip of the irrigation sheath/sleeve and there are particles all around the o-rings. Further investigation indicates there was evidence of significant use as there were scratches on the barrels of the tip in both the customer photos and when the product was returned for evaluation. The amount of damage indicates there appears to be multiple uses of each tip. The tips are shipped to the customer with open-cell foam with no fibers are present. However if the parts are wrapped in lint free wipes some fibers could be present. This is the first complaint received from this lot. A review of the batch history records, trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. The investigation is complete.

Event description:
A user facility in france reported that particulates were detected during surgery. The particulates entered the patient eye and were removed. There was no patient impact.

Manufacturer narrative:
The initial report was submitted on 27mar2024 under incorrect cfn/fei/hcfa ID ((B)(4)) core ID ci1711564833567.16131339@fdsahl86ceb432_te2. Resubmitting under correct cfn/fei/hcfa ID ((B)(4)). The device was returned for evaluation and found a damaged o-ring, material missing, and particles all over. Some particles are fiber-like. The particles all visible all over the outer needle shaft, around the port and around the irrigation sheath. There is damage to the side of the tip with material missing. Particles are visible all around the rim of the irrigation ports, and around the tip of the irrigation sheath/sleeve and there are particles all around the o-rings. The investigation is ongoing.